Event description:
"Caller alleged discrepant results compared with the lab. Results as follow:" date: 2009, iniratio: 2.6, lab: 2.0; two weeks prior, inratio: 1.8, lab 1.4; three days prior, inratio: 1.7, lab: 1.1.

Manufacturer narrative:
Investigation pending.